Event description:
It was initially reported that during testing, the device would prompt "connect test plug" with the hard paddles connected. There was no patient use associated with the reported failure. Upon evaluation by physio-control, it was observed that the paddles would not provide consistent, adequate therapy. It was observed that the paddles would prompt a "therapy leads off" message when tested.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. The paddle assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and observed that the sternum adult paddle plate adapter spring plate had contamination between the spring plate and the electrode plate, and the connection was only a high to very high resistance to the pediatric plate. Also, an arc mark was observed on the electrode plate and the mating area of the spring plate.